Event description:
Device malfunction: device #2 blocked marker lumen. Time of malfunction: during vessel closure. Symptoms/ ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, blood flow could not be adequately achieved from the marker lumen. The device was removed and a second device was used with the same results. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Device #1: proglide lot #73048-6h indicated is being filed under medwatch MFR #2953144-2009-00566. The device was received. Investigation is not complete.